Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a surgery to revise the battery in 2015. The patient noted that if they sat a certain a certain way it would hurt so they would adjust themselves and not feel it anymore. The patient stated that the incision site was more sensitive and that it had to be put deeper because it was rising to the surface of the skin. No further complications were reported or were expected.